Event description:
Boston scientific crm rec'd info that this right ventricular lead was not capturing or sensing at maximum outputs. It was also noted that the impedance measurements varied from 800-1600 ohms. As a result, this lead was surgically abandoned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.